Manufacturer narrative:
Investigation summary: received one (1) used list# mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer for inspection. As received, the 0.2 micron filter was wetted out with unknown residuals. The set was leak tested per product specifications. There was leakage from the filter vents of the filter. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where the customer reported a leak at the 0.2-micron filter. The line was removed and replaced with a new set. There was unknown patient involvement, and unknown adverse event/serious harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation; however, it has not yet been received. The investigation is pending.